Event description:
No harm to patient reported. A 7fr hockey stick with side holes guide catheter came kinked from the package. Noticed it before putting it into the body, requested a new one. Pre-procedure diagnosis: coronary artery disease. Post procedure diagnosis: same as pre-procedure diagnosis. Procedure: percutaneous coronary artery intervention and temporary pacemaker. Implants: percutaneous coronary interventions with drug eluting stent in the right coronary; posterior descending artery; posterior lateral branch. Procedure notes: after informed consent was obtained, a 7fr sheath was placed in the right common femoral artery using all sterile precautions. A 6fr sheath was placed in the right femoral vein and a temporary pacemaker was deployed. The right coronary artery (rca) was selectively engaged with a 7fr hockeystick guidecatheter with side holes and a prowater guide wire was carefully navigated into the distal rca. The prowater wire was exchanged for a viper wire over a finecross catheter. Csi atherectomy was performed at the calcified and subtotaled mid rca with a 1.25 crown at 80k rpm and 5-6 passes were made. The stenotic mid rca was predilated with a 2.5 mm x 15 mm balloon and stented with a 3.5 mm x 22 mm medtronic onyx drug eluting stent (des). A guideliner catheter was used to advance the stent. Another prowater wire was advanced into the pda and ostial pda was predilated with a 2.0 mm x 15 mm balloon and stented with a 2.5 mm x 15 mm medtronic onyx des. The stenotic distal rca was predilated with a 2.5 mm x 15 mm balloon and stented with a 3.0 mm x 15 mm medtronic onyx drug eluting stent. A guideliner catheter was used to advance the stent. The mid rca stenosis was reduced from 99 to 0 %. There was good timi 3 distal flow. There was no evidence of dissections or perforations. The temporary pacer was removed at the end of procedure. The right common femoral artery sheath will be removed manually and pressure held to secure hemostasis. Patient tolerated the procedure well. Interventional procedure: interventional procedure: as described above. Technical details: moderate sedation: yes. Medications: ?. The procedure sedation time is: 120 minutes. Patient returned to pre-sedation baseline status: yes. Specimens: none. Estimated blood loss: minimal. Complications: no complications. Condition/disposition: patient tolerated procedure. Disposition: telemetry. Impression: successful csi atherectomy and stenting of the mid rca along with ptca and stenting of the ostial pda and distal rca with deployment of medtronic onyx des. Plan: monitor overnight and discharge in am if stable. Bring back for staged lad and om1 pci in 3-4 weeks dual antiplatelet therapy with aspirin and brilinta for at least 1 year followed by asa 81 mg indefinitely. Consider long term dual antiplatelet therapy if indicated after 1 year. Consider interruption of dual antiplatelet therapy for surgery or bleeding risk if indicated at 6 months.